Event description:
A customer in (B)(6) notified biomérieux of misidentification results for several strains from an external quality control company (wiv) when using vitek® ms instrument (ref 410895). The customer gave examples from three samples. The results were : sample 1 : the customer obtained a low discrimination result between staphylococcus. Pseudintermedius 50% and staphylococcus intermedius 50%. The correct result was staphylococcus pseudintermedius. For this sample, the vitek ms provided a low discrimination result that included the expected result as an option. No misidentification occurred for this sample. Sample 2 : the customer obtained citrobacter werkmanii, 99.9%. The correct result was citrobacter freundii. Sample 3 : the customer obtained neisseria polysaccharea. The correct result was neisseria cinerea. As there is no patient associated with these quality control strains, there is no adverse event related to any patient's state of health. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
An internal investigation was performed for misidentification results for three strains from an external quality control company (wiv) when using vitek® ms instrument (ref 410895). The data was analyzed from the tests performed. *conclusion on the system: the system was at the limit during the tests. A new fine tuning was done on (B)(6) 2018 and the system was operational on (B)(6) 2018. The spot preparation quality was good. The "all peaks number" from the calibrator strain is quite homogeneous - it can be extrapolated to sample spot preparation. *conclusion on the identification: for isolate 1 (lab ID (B)(4)), there is no misidentification. Staphylococcus pseudointermedius is always in the list of results displayed in myla. The "low discrimination" results is not a final identification result. In this case the user has to perform further testing (page 9-1 of workflow user manual 4501-2233 rev e), then they can select the right identification result. For isolate 2 (lab ID (B)(4)), the user retested the strain after a new fine tuning and obtained the expected identification = citrobacter freundii, no misidentification was obtained. The cause of the first identification issue with this isolate was most probably linked to the system: lack of system monitoring leading to a fine-tuning at the limit during the test. For isolate 3 (lab ID (B)(4)), the user retested the strain with an operational system and obtained the misidentification. The strain has been returned, tested internally and the misidentification was reproduced with vitek ms kb v3.0. The isolate was sent for 16s sequencing and was identified as neisseria cinerea. After further analysis by vitek ms r&d team, the cause for this misidentification is an atypical strain of n. Cinerea.